Event description:
In 2008, the patient reported that there was a black splotch on the display of his infusion device. He stated that the splotch makes it difficult to read the bolus and alarm histories. The battery had been in use for 3-4 weeks. He inserted a new battery but the splotch did not clear. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.